Event description:
A healthcare professional reported that a system message was displayed during the surgery. Another surgery had to be used to complete the procedure. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).